Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The service engineer confirmed the failure and replaced the expiratory channel printed circuit board (pcb) and the monitoring pcb according to recommendations in the service manual. The ventilator was returned to clinical service after passed functional and safety tests. No part was returned for investigation despite reminders. The evaluation of received device logs confirms the reported pre-use check failure. Several tests indicate leakage, but before that there is a single occurrence of a technical error code combination that indicates an open safety valve and a technical problem with the expiratory channel pcb. This occurred immediately after ventilation start on (B)(6) 2020, which will be used as the date of event. The conclusion is that the most likely cause for the reported problem was a malfunctioning expiratory channel pcb.

Event description:
Manufacturer ref (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).